Event description:
Intralase lasik performed using visix s4 star. Starbursting and halos noted during the night and during day. Unable to drive at night. Damage to the retina and vitreous noted by independent retina specialist. Double vision at times.